Manufacturer narrative:
Reportedly there was no patient involvement. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes sales consultant. Part 399.071, lot 5020: device history records (DHR) are not available as device is older than 15 years. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the stopper for reduction forceps does not work well and is broken. There was no patient or procedure involvement reported. This is report 1 of 1 for (B)(4).